Event description:
It was reported that during an unknown procedure, while pulling the device from tissue the electrode came loose from the jaw. It did not fully detach from the jaw, but did come out about 1/2 inch further than its original position. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the electrode broken off from the instrument and not returned but the active rod present in the device. The ceramic is not damaged and is securely bonded to the bottom jaw. Due to the electrode broken off, full functional testing could not occur. The device was disassembled and evidence of the electrode weld was present on the active rod.